Event description:
Boston scientific received information that during defibrillation threshold testing this implantable cardioverter defibrillator (ICD) system was unable to re-establish a normal heart rhythm even when using the maximum amount of shock energy. It was suspected that this ICD was exhibiting an anomaly preventing successful conversion of this patient. This system was explanted and successfully replaced with a competitor's system two days later. No further complications were reported.

Manufacturer narrative:
(B)(4). Information suggests this system is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A resistance test was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.